Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported the patient had a suspected allergy to silicone. The gastrostomy tube was changed for another size device. The protective dressing was kept dry in an effort to prevent granulation tissue growth. In (B)(6) 2018, the patient had the biggest granulation growth over the entire stoma site. The patient was hospitalized for 22-days and received a series of antibiotics. The patient had been vomiting. The family member is now using silver dressing to stop the granulation but the patient remains in pain. A debridement surgical procedure was performed and the device was changed. No additional information was provided.